Manufacturer narrative:
Batch review performed on 11 mar 2026. Liner: versafitcup cc trio 01.26.2846mhc double mobility hc liner d 28/dmc (k241767) lot. 2520044: (B)(4) items manufactured and released on 02 oct 2025. Expiration date: 2030-sept -09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: versafitcup cc trio 01.32.3844cf dm converter e/dmc - tin coated (k211891)lot. 2503248: (B)(4) items manufactured and released on 23 jul 2025. Expiration date: 2030-jul-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: versafitcup cc trio 01.26.45.0050 versafitcup metalback cc trio d 50 mm (k103352) lot. 2500243: (B)(4) items manufactured and released on 24 mar 2025. Expiration date: 2030-march-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: cocr 01.25.014 cocr ball head 12/14 d 28 mm size xl (k072857) lot. 2345673: (B)(4) items manufactured and released on 25 mar 2024. Expiration date: 2029-mar-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery was performed approximately 10 days after the primary surgery due to an acute joint infection of unknown origin.the surgery was completed successfully.